Event description:
It was reported that during a stent procedure resistance was met while trying to cross the lesion. While withdrawing the delivery system, it was noted the stent had become separated from the delivery system. A snare device was used to successfully retrieve the stent. The procedure was completed with another multilink stent. No pt injury was reported.